Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of 5fu. After an unspecified length of time in use, the pt noted an unspecified volume of solution leaked from the connection of the tubing and the filter. The tubing set was replaced and the therapy was resumed. The solution that spilled was cleaned up according to the user facility's protocol. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by reporter upon query by hospira personnel.